Event description:
Health professional reported, the explantation of a lap-band port due to an "alleged" leak. The problem was found "during times of adjustment when it was noted that fluid was missing from the band. The port was revised. During the revision procedure, it was noted that the port tubing was worn and had a hole in it.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. Analysis noted a smooth opening with leakage in the port tubing likely consistent with wear and tear. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."